Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the scans from the case were loaded to a usb successfully. The scans were then downloaded to a navigation system successfully. The non-medtronic navigation system and usb were unavailable for testing. It was suspected that the issue was with the non-medtronic navigation system's usb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that intra-operatively, the imaging system was being used in conjunction with a non-medtronic navigation system. 3d scans were performed and then transferred to the universal serial bus (usb) for use with the non-medtronic system. After scanning the patient, the images would not transfer to the usb. Another 3d spin was completed and again it was not possible to upload the scans to the usb. The procedure was completed without the use of the non-medtronic navigation system via non-navigated means. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.